Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also experienced repeated injection blockages with bent cannulas, leading to high blood glucose levels of 418 mg/dl. Despite multiple boluses after breakfast and lunch, blood glucose levels did not decrease. The customer treated the high blood glucose with a pen and administered additional boluses, which improved the customer's condition. The event involved product mmt-1882. Troubleshooting was performed, and the customer was advised to consult their physician regarding optimal placement locations for the cannula, as the current site may not provide effective insulin absorption. The customer was informed to replace the infusion set after their condition stabilizes and prioritize treatment for hyperglycemia. The physician recommended replacing the infusion set before meals to confirm whether boluses were blocked. The customer was instructed to call back when blood glucose levels drop to 250 mg/dl or lower. No further patient complications were reported. No product return is required for mmt-1882.